Manufacturer narrative:
(B)(4). A replacement device was provided to the customer. Physio-control is anticipating the device return for evaluation and continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA.

Event description:
It was reported that the device would not power on. The customer replaced the charge pak (internal hlc battery charger) but the issue persisted. There was no patient use associated with the event.